Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, the balloon delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.